Event description:
It was reported that while removing the port-a-cath, they were able to remove the port, but unable to remove the catheter from the internal jugular vein. A 014 wire was used to pass inside the catheter, along with monorail balloons of 2.5mm and 4mm to dilate the catheter/track. This was followed by passing a 035 wire to the ivc. Using a 6f sheath, the catheter was inserted with the wire into the sheath. This attempt to push the sheath into the innominate vein did not manage to free the catheter, and no attempts to remove the catheter from below were done due to the likelihood of it breaking. The end of the catheter was clipped using a ligaclip and buried with a small length in case a future attempt is considered. The chemoport and part of the catheter were also sent for culture testing, which came back negative. There was no patient injury reported.

Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.